Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set was deformed and could not be connected to a titanium adapter. This event occurred during use with patient involvement. The transfer set has been in use by the patient for about one (1) year. The titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. Integrity testing (torque pound test and under water leak test between an in lab titanium adapter and patient adapter) was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.